Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary (rca) artery. The opticross hd imaging catheter was selected for ultrasound examination. There was difficulty flushing the device outside the patient and air ingress was confirmed while the device was inside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
H6: device codes - corrected.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary (rca) artery. The opticross hd imaging catheter was selected for ultrasound examination. There was difficulty flushing the device outside the patient and air ingress was confirmed while the device was inside the patient. The procedure was completed with another of the same device. No patient complications were reported.